Event description:
Dealer states there are 5 units and are all less than 24 hours and have failed out of box. Dealer states the units are either red light alarming or have low 02. These are being returned as a sales override from (B)(4).